Event description:
The customer reported receiving third degree burns to her bottom from the heating pad. She stated she was sitting with her back against the heating pad when it slid down and caused the burn. The instructions for use clearly state not to lean or sit on the heating pad.